Manufacturer narrative:
This report is submitted on april 16, 2021.

Event description:
Per the clinic, the patient developed an infection at the incision site, was hospitalised for a duration of 3 days, and treated with intravenous antibiotics (specific date not reported). The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicates a device failure (dar is attached). This report is submitted on 01 jun 2021.